Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A visual, dimensional and functional inspection was performed on the returned device. The reported difficulty to remove and material deformation were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a coronary procedure, a perforation occurred during use of an unspecified device. The graftmaster stent delivery system was advanced into the patient anatomy to the perforation site in the mid left anterior descending (lad) artery; however, the graftmaster was unable to cross to the target site. The device was removed, but difficulty was noted retracting the device into the guiding catheter. When the device was able to be pulled into the guiding catheter, the devices were removed as a single unit. After removal, it was noted that the proximal stent struts were flared. The device was not used again due to the flared struts. Additional pre-dilatation was performed and a 2.8 x 19 mm graftmaster stent delivery system was used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.